Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced nerve stimulation and diaphragmatic stimulation. It was also noted that the right atrial (ra) lead exhibited high thresholds, diminished sensing and dislodged. The ra lead was switched off. No further patient complications have been reported as a result of this event.